Event description:
It was reported the customer received error messages stating "wireless monitoring lost" and said the "whole system is down". The device was in use on a patient. There was no report of patient or user harm.